Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The reported issue related to pre-use check failure has been confirmed during evaluation of the provided problem description. Service report and log files were not attached to this investigation. According to the information provided by the field service engineer (fse), it was found the nozzle units were defective and required replacement. No parts were returned for further investigation. The root cause for the reported problem could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 07/28/2020, corrected manufacture date: 06/17/2020.